Event description:
The complaintant has reported that a patient underwent a therapeutic procedure for hemostasis in an unknown locaiton. The date of this event is unknown. The resolution clip device would not exit from the sheath to initiate the deployment sequence. Another resolution clip was successfully utilized to treat the bleed. The patient did not sustain any reported complications or ill effect due to the deployment issue. There is no further information available at this time. The user fdacility was unable to confirm if this event is in any way related to another event that was reported (same physician - date of event also unknown) that is being submitted via medwatch report 60000-2006-00194; attached.